Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/18/2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient reported that she checked her blood glucose (bg) value prior to a nap and it was 250 mg/dl. Patient only remembers laying down for a nap. She believes that at some point in time, she "felt off" and went to the kitchen to drink something sweet. Patient's boyfriend found patient unconscious and called 911. Paramedics arrived and checked patient's bg and it was 10 mg/dl. Paramedics transported patient to emergency room (ER). Patient was treated with glucose and a turkey sandwich. Patient reported back pain and a bruise above her left eyebrow she allegedly received when she fell. A kidney test was performed and the results were negative. Patient was released from ER on (B)(6) 2017. There was no alleged device malfunction. At the time contact, patient is doing well. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient reported that she checked her blood glucose (bg) value prior to a nap and it was 250 mg/dl. Patient only remembers laying down for a nap. She believes that at some point in time, she "felt off" and went to the kitchen to drink something sweet. Patient's boyfriend found patient unconscious and called 911. Paramedics arrived and checked patient's bg and it was 10 mg/dl. Paramedics transported patient to emergency room (ER). Patient was admitted to hospital on (B)(6) 2017. Patient was treated with glucose and a turkey sandwich. Patient reported back pain and bruise above her left eyebrow she allegedly received when she fell. A kidney test was performed and the results were negative. Patient was released from hospital on (B)(6) 2017. There was no alleged device malfunction. At the time contact, patient is doing well. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.